Event description:
A 3.0mm diameter by 12mm length s670 stent delivery system was inserted in an attempt to direct stent a lesion in the left anterior descending coronary artery. It was not possible to cross the moderately calcified lesion. During the procedure, it was reported the stent dislodged from the delivery balloon. The undeployed stent was successfully snared and removed from the patient. The target lesion was subsequently treated with pre-dilatation of a ptca balloon and the deployment of another manufacturer's stent. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The moderately calcified lesion not being pre-dilated may have contributed to the stent not crossing the target lesion and the stent dislodgement.